Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. No frozen screen, black circle display anomaly or unexpected vibration anomaly noted during our testing. Unable to test using minilink transmitter due to no button response. The insulin pump had cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the device was beeping, the display was frozen, the device was vibrating, and the keypad was unresponsive. The customer changed the battery twice to no avail. The customer's blood glucose level was 7.8 mmol/l. No further details were provided.